Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage but contaminated of fluid ingressions. Event history log review was performed and found high pressure and no disposable alarm messages. Visual inspection and functional checking were performed. Investigation unable to duplicate customer's reported problem. During investigation the pump was ran pump with customer's returned program and no problems were found with the pump "alarming blank screen/reboots (while testing) issue. Visually inspected the pump's event history logs showed "power lost while pump turn on, high pressure and no disposable alarm messages after pump started. Further investigation found fluid ingressions were found on the chassis base of the occlusion sensors. Investigation recommended that pump the microprocessor unit board and downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited alarms with blank screen and reboots. No reported adverse effects.